Event description:
During a cervical fusion, the swivel of the plate was pushed though the plate during fixation with the screw in 2006. It was reported that he had respositioned the screw twice before the swivel pushed through. The swivel, the locking mechanism, is stated to be behind the plate. There has not been any reports of a revision surgery and the surgeon has no intent to revise the construct at this time.

Manufacturer narrative:
The surgeon did not remove the plate and screws, because he was pleased with the purchase of the screws and did not want to loose the fixation.